Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that w5a cabinet drawer 3 in the main, cubie a3 was kept popping out. A field service engineer found that the first row (a) was not detected in the system and observed a liquid spill inside the drawer. The field service engineer resolved the issue by replacing the row board and cleaning the liquid spillage inside the drawer, along with removing broken glass. To test the device, the field service engineer used the hardware test application, and the customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cabinet drawer 3 in the main, cubie a3 was kept popping out. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.